Event description:
Pt undergoing transuretheral resection of prostate gland. When the surgeon passed the resectoscope sheath in for the last time, noted there was dislodgment of the teflon tip of the sheath into the bladder. Surgeon removed a portion of the teflon, but due to shape of remaining piece, was unable to remove the other portion without prolonging anesthesia time. Surgeon elected to take pt back next week to retrieve the remainder piece.